Manufacturer narrative:
After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test. Displacement test or verify no communication due to display anomaly. Unit received with minor scratches on case, pillowing keypad overlay and minor scratches on lcd window.

Event description:
The customer reported via phone call that insulin pump alarmed cannot find sensor signal. The customer's blood glucose was 300 mg/dl. Troubleshoot was performed. The product was returned for analysis.